Event description:
The pt had an acl reconstruction with an allograft and 2 milagro bioabsorbable screws in 2005. In seven months earlier, an x-ray and MRI scan identified 2 screw fragments in the knee joint which required surgical removal in 2006. I have been doing acl reconstructions with bioabsorbable screws for over 15 yrs and have not had any complications similar to the multiple fragmentations and loose screws requiring repeat surgery with the milagro screw. I believe this product is hazardous and should be removed from the market. Diagnosis: acl reconstruction.